Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "before use this batch, the customer found 1ea tube shield has injection molding defect."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect on the hemogard shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect on the hemogard shield was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see section h.10.

Event description:
It was reported that a molding defect was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "before use this batch, the customer found 1ea tube shield has injection molding defect."